Manufacturer narrative:
A follow-up report will be submitted once the investigation is completed.

Event description:
It was reported to philips that the ECG leads for the device were not working and that artifacts would appear on the ECG readings. It was noted that the leads and trunk cable were replaced in an attempt to resolve the issue but the failure remained. There was no reported patient involvement or adverse patient/user impact as a result of the alleged failure.